Manufacturer narrative:
The subject product was returned to omsc for investigation on july 20, 2016. The abnormality of the direction could not be confirmed due to the breakage of the cutting wire. Pre-curved shape was not observed at the distal end of the tube, and it was a straight condition. When the broken section was confirmed, the wire coating was torn and the broken section was burned and melted. The cutting wire on the proximal end was caught by a foreign substance in the tube lumen, and it could not be pushed out. For the foreign substance, it is surmised that a contrast medium adhered. There were no abnormalities in the outer diameter of the cutting wire, the length of the cutting wire and the wire coating. The remaining coating length was short by around 6mm with respect to the standards. Also, as checking the manufacturing record of the same lot, nothing abnormal was detected. This type damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the damage of coating occurred due to contacting with metal part of the forceps elevator of the endoscope. As the results of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The coating was torn and came off from the cutting wire because of the user handling after the cutting wire was broken. The device instruction manual has warned users that "when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material." The knife wire had been facing a different direction from the 11o'clock, because the pre-curved had deformed.

Event description:
Olympus was informed that during a therapeutic endoscopic retrograde endoscopic sphincterotomy (est) procedure, the cutting wire continued to orient in the different direction of 3 o'clock from the direction of 11 o'clock. Then, the cutting wire was broken. The doctor exchanged the subject device for another device and completed the procedure. There was no patient injury reported. No additional information was provided. The subject product was returned to omsc for investigation on july 20, 2016. When the broken section was confirmed, the wire coating was torn and the broken section was burned and melted. And the remaining coating length was short by around 6mm as compared with the standards.